Manufacturer narrative:
Pending investigation.

Event description:
Callers alleged imprecision with inratio meter. Not enough sample, multiple drops were used from the same finger. Pt's therapeutic range: (2 to 3).